Manufacturer narrative:
Results: the lantern was fractured approximately 67.0 cm from the hub. The device was ovalized approximately 133.5 ¿ 134.5 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a mid-shaft fracture. If the device is advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed that the distal tip was ovalized. If the device is forcefully pinched or gripped, damage such as an ovalization may occur. The reported tortuous anatomy may have contributed to resistance experienced during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern), a non-penumbra glide catheter and a guidewire (.018). It was noted that the patient anatomy was tortuous. During the procedure, the physician advanced a lantern over a guidewire through a tortuous vessel. Subsequently, while the physician pulled back the lantern over the guidewire in the vessel, it was noticed under fluoroscopy that the distal tip of the lantern and guidewire broke. It was reported that the physician was able to retrieve the broken tip of the lantern and broken guidewire using a snare device. The procedure was completed using a new lantern and the same glide catheter. There was no report of an adverse effect to the patient.